Event description:
It was reported that the artificial urinary sphincter (aus) was implanted one year ago and worked for six months and started to have recurring incontinence, it onset slowly. Cystography showed only a tiny gap in the urethra. The physician decided to change the 61-70 cm balloon with a 71-80 cm balloon. The patient had a good outcome.